Event description:
Event description cpi received information that this endocardial lead was removed from service due to an abrasion. An invasive procedure was performed because 'lead noise was detected', they found lead abrasion in the abdominal pocket. The physician elected to replace the implantable pulse generator (ipg) and lead at this time. Implanted-10/24/95. Out of service-08/19/96. Implant months-10.